Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0a1fx, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient never had therapeutic effect. The device never worked for the patient and never helped with their symptoms since they started with the therapy. The second stimulator did not help either and the patient turned the therapy off. The patient did not want to go through another surgery to have the device removed. The patient needed an MRI of their wrist and this was not related to their device. The patient fell at work and hurt their wrist. They were supposed to wear a brace for only a week and they still had to brace on. The patient went to the ER for their wrist and the wrist had been hurting. The patient¿s health care provider (hcp) ordered an MRI, but they would not do it because they were told the patient was not able to have an MRI of the wrist. The patient wanted approval for an MRI of their wrist and had already had an MRI on their abdomen and nothing happened and they were willing to take the risk. The last time they took x-rays they saw the patient had the device. The patient did not want to have the device removed so they could have an MRI. Additional information reported on 2016-11-18 that it never worked she didn't think it was placed right. It didn't work properly. It did not relieve her symptoms. She had bladder retention. The patient had a revision done on wednesday. The patient stated her stim was not on and she doesn't have programs. She was told that someone was going to caller and she hasn't got a call. The patient was offered help to turn it on. She refused offer and wanted representative to call her. She stated she experienced the pain from the surgery. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
(B)(4) no longer apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.